Event description:
It was reported that the customer experienced a blood glucose (bg) level of 36 mg/dl; cause unknown. Customer consumed carbohydrates to address the bg. Recommendation was made to consult a healthcare provider in regard to diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.